Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test (B)(4) there was a false negative. This is a report of a single occurrence. The following information was provided by the initial reporter: "customer called stating that she had her son take a expired test kit with out knowing and the test gave her a negative result. She was expecting her son to get a positive result because her and her husband had covid. I helped her locate the expiration date and explained to her the situation and had her dispose of the tests that were expired customer said she would find another test and wanted the info."

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test (eua (B)(4) there was a false negative. This is a report of a single occurrence. The following information was provided by the initial reporter: customer called stating that she had her son take a expired test kit with out knowing and the test gave her a negative result. She was expecting her son to get a positive result because her and her husband had covid I helped her locate the expiration date and explained to her the situation and had her dispose of the tests that were expired customer said she would find another test and wanted the info.

Manufacturer narrative:
Investigation summary: bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd notified the customer to not used expired kit. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.